Event description:
It was reported that during service for an unrelated complaint, metal flakes were found inside the patient unit section of the ventilator. There was no patient involvement. (B)(4).

Manufacturer narrative:
During service, our field service engineer (fse) found metal flakes inside the patient unit section of the ventilator. The ventilator was cleaned and returned to clinical use. Provided pictures confirm the reported issue. As a consequence, this kind of mechanical damage may lead to short circuit of the power supply, which may lead to stop of ventilation. Appropriate alarms will then be generated. There are no visible damages inside the patient unit section, but the origin of the metal flakes is most likely from some screws, but how they were damaged or who did it has not been determined.

Event description:
Manufacturer's ref #: (B)(4).